Event description:
It was reported that a repeated cartridge alarms occurred during and outside the cartridge load process, and cleaning speaker openings and replacing cartridge no longer stopped alarms. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup.